Event description:
It was reported that the customer was hospitalized due to high blood glucose of 435mg/dl. It was stated that the symptoms leading to his admission was vomiting. Troubleshooting was performed. The customer's last glucose reading was 326mg/dl, and he has treated with the insulin pump. It was stated that the insulin pump was not recording the boluses in the bolus history. It was stated that the customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.